Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge with insulin. Tandem technical support informed the customer that over filling the cartridge with insulin is off label per the tandem user guide. The customer customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A manual dose injection was delivered to address bg. Customer resume insulin deliveries and continued to use the pump.